Event description:
Customer stated a cell solution was frozen in the bag in liquid nitrogen, but when bag was thawed at 37 degrees, it came open. Bag ripped (not at seam) during thawing. Additional info received on 24-nov-2008: peripheral blood cells were being stored for pt use. The product was not administered to the pt but was given the intended dose. Procedure was a success, and there was no negative impact to the pt. The bag was stored in a metal cassette, cooled at a controlled rate prior to being stored in liquid nitrogen (-195 degrees). The customer site places the bag in a 37 degree bath for thawing.

Manufacturer narrative:
This is a cryocyte bag breakage that occurred during/after thawing. There is no info of any pt adverse outcomes. The product in the broken bag was not infused, so there is no risk regarding a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during/after thawing there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, this breakage could potentially cause or contribute to an event. Cryocyte bag breakage is currently being addressed through CAPA.